Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 was not detected on bus and was unable to open. A field service engineer (fse) found that both control boards on the full height cubie drawer were unresponsive and replaced the failed components, restoring proper operation. Diagnostics confirmed that everything was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height cubie drawer was not detected on the bus, and the customer was unable to recover it. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.